Event description:
Two stents were placed in a kissing position. After deployment the stent on the right was clearly shorter than the stent on the left. To measure the right stent, the physician placed a 4cm balloon in the stent on the right and measured it to be 6cm. Another stent was then placed to correct the problem.